Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device blade mount was found with chemical stains on the unit and non-repairable. The device was placed for repair. Root cause of the issue was due to chemical stains on the motor blade likely attributed to users maintenance and or handling issue.

Event description:
It was reported that during a therapeutic procedure the device motor was found not working. There were no further details provided regarding the reported event. No patient harm or injury reported. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device return evaluation only found some chemical stains inside the blade mount which would not have contributed to the event failure of the motor not working. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Due to device having passed all functional tests, having no visual abnormalities and evidence of device being inspected by manufacturing prior to being shipped to the customer by the DHR review, it is unlikely the unit left the facility damaged. Therefore, the event description incurred may have been as result of transportation or use. Olympus will continue to monitor the field performance of this device.